Event description:
A patient reports while wearing a pod between 4 and 24 hours the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient reports their blood glucose level was between 120 mg/dl and 250 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.